Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated rv (right ventricular) under-sensing information. Also a r-wave amplitude measurement issue was observed.

Event description:
It was reported the device displayed a sensing/detection problem and displayed a noise issue. It was also reported the lead displayed over-sensing and noise as well as under-sensing of ventricular episodes. It was suggested the noise was associated with far field electrogram findings. Re-programming was performed and the device and lead remain in use. No patient complications have been reported as a result of this event.